Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called philips to request pricing information for refurbishment of a device; however, no details were provided regarding the reason the refurbishment is needed. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.